Event description:
It was reported there was an over infusion. Per report: "the customer received 320ml instead of 110ml of medication". There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed through extensive laboratory testing or through a review of the logs due to the limited information provided in the event description. The secondary infusion with a volume to be infused (vtbi) of 106 ml was completed successfully; subsequently, the primary infusion started and forty-six (46) minutes later the infusion was stopped due to an occluded fluid side alarm. At that time, the pump had already infused 325.247 ml, resulting in a total volume infused (tvi) of 444.235 ml. On 23 january 2026, at 9:58 am, the pump module was powered on, the user selected ¿yes¿ to confirm ¿new patient?¿, the user selected the same profile, the unit was selected, the user programmed a basic infusion with a vtbi of 422 ml and a rate of 422 ml/h. The user programmed a basic secondary infusion with a vtbi of 106 ml and a rate of 636 ml/h, and the infusion started. The user stopped the secondary infusion and started the primary infusion. At 10:00 am, the pump module alarmed for air-in-line, the infusion stopped, the unit was selected, the user programmed a basic infusion with a vtbi of 422 ml and a rate of 422 ml/h. The user programmed a basic secondary infusion with a vtbi of 106 ml and a rate of 636 ml/h, and the infusion started. At 10:10 am, the secondary infusion was completed and the primary infusion started. Between 10:56 am and 11:03 am, the pump module alarmed for occluded fluid side, the unit was selected, the user restored the previous infusion and the secondary vtbi was changed to 422 ml, the primary infusion parameters were a vtbi of 422 ml and a rate of 422 ml/h, the infusion was paused, and then the user stopped the secondary infusion and started the primary infusion. Results of the laboratory tests performed on the reported suspect device confirmed the pump module to be infusing within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. It is not possible to determine what the actual volume is within an IV container at the start and end of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, the alaris system user manual (v12.3.1), states within warnings and cautions: ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. The secondary infusion set must be primed prior to beginning the secondary infusion. The secondary solution container must be higher than the primary solution container. When programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures the entire secondary volume infuses at the correct rate. The clamp on the secondary infusion set must be opened. If the clamp is closed, the fluid is delivered from the primary container. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over-infusion could not be definitively confirmed through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification, and the sear was verified to properly close the safety clamp when the administration set was removed. Note that this report lists imdrf annex a040502, g02017, c0503, d08, a1801, g04088, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion. Per report: "the customer received 320ml instead of 110ml of medication". There was patient involvement but no harm.